Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited either primary audible alarm background test or primary audible alarm post upon powering on of device. There was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: according to the investigation, repair notes from work completed by a smiths medical field service technician at the customer facility. The repair note reported that the device battery compartment seal was at factory condition. The customer's reported problem was confirmed. The glue installed pre paa procedure. The problem source of the reported problem is unknown.